Event description:
Customer called in regarding a burn her boyfriend received from the heating pad hp110c. The boyfriend is in a wheelchair and received severe burns on his feet. The consumer used the pad on his feet that were paralyzed before use of the pad, contrary to the directions for use on the product labeling.